Event description:
It was reported to boston scientific corporation that during a vaginal vault suspension procedure using an uphold vaginal support system, the suture detached from the dilator portion of the mesh leg after the physician threw it through the tissue and was pulling on it with a clamp. Nothing detached inside the patient. The case was completed with another uphold device, with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.